Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately calcified de novo lesion in the mid left anterior descending artery. A 2.25x20mm traveler rx balloon catheter was advanced for additional dilatation; however, the balloon ruptured during first inflation at 6 atmospheres. The procedure was successfully completed with a non-abbott balloon catheter and deployment of a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.